Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 1208 mcg/day) via an implantable pump for spinal pain. It was reported that the patient was in for a normal pump refill today and when the caller interrogated the pump logs it showed a motor stall occurred on (B)(6) 2021 and a tube set error message on (B)(6) 2021. The healthcare provider (hcp) did not see any recoveries after that. The patient did have an MRI on (B)(6) 2021. The patient did not have any symptoms and they only started to hear the pump alarm after they interrogated it today (about 10-15 min ago). They checked the pump logs and reinterrogated a second time. They were not seeing the recovery message yet. Technical services reviewed to keep checking pump logs and they should eventually see the recovery; reviewed the pump being in telemetry mode with caller. The hcp will move forward with the refill like normal and keep interrogating for pump logs for recovery message.